Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected one random sealed sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419mg/dl. The customer high blood glucose was treated with insulin pump. Customer reported that the high blood glucose levels was not detected by the sensor as sensor having updating issue. Troubleshoot for high readings was not performed. Troubleshooting for sensor issue was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.